Event description:
The customer reported to olympus that when using a hf unit ¿esg-400¿, the device automatically restarted and an error code e090 is displayed. The event occurred during the procedure. The therapeutic procedure (total laparoscopic hysterectomy) was completed with the same device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (error code e090) was not confirmed. However, evaluation findings were as follows: there was an error code e214 displayed due to a faulty motherboard, the fan was rotating continuously, there was an error code e194 displayed, there was a defective speaker board, the front panel touch was not functioning properly due to a faulty front panel, and there was damage on the bipolar socket. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to a defective motherboard. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.